Manufacturer narrative:
Additional information: b5, g3

Event description:
***Update 21-may-2026: further information was received that a arthroscopic hip surgery was performed. The device did not break inside the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the device broke while the technique was performed. Per complaint reporter there was no harm for patient, operator or third party. No further information received.